Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to surgical technique; however, a conclusive determination could not be made.

Event description:
It was reported patient underwent an unknown initial procedure on (B)(6) 2015. During the procedure, two anchors released at the same time resulting in an unplanned partial resection and smoothing of the meniscus to complete the procedure. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿bending, fracture, loosening, rubbing, and migration of the implant may occur as a result of excessive activity, trauma, or load bearing.¿

Event description:
It was reported patient underwent an unknown initial procedure on (B)(6) 2015. During the procedure, two anchors released at the same time resulting in partial resection of the meniscus to complete the procedure. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.